Manufacturer narrative:
MFR report # 3003721894-2018-00379 is associated with argus case (B)(4), new poligrip sa. New poligrip sa is marketed as super poligrip in the us.

Event description:
Cerebral disorder [brain disorder nos]. Case description: this case was reported by a consumer via call center representative and described the occurrence of brain disorder nos in a male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced brain disorder nos (serious criteria hospitalization). On an unknown date, the outcome of the brain disorder nos was not recovered/not resolved. It was unknown if the reporter considered the brain disorder nos to be related to new poligrip sa. Additional details: the patient who was using new poligrip sa was admitted to the hospital because of disease in the head. As of this report, he was in a condition where no one could talk to him. No further information is expected.